Event description:
Covidien received info stating that an 840 ventilator had a touch screen error. The ventilator was not in use on a pt at the time the malfunction occurred.

Manufacturer narrative:
The user facility reported to have replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The covidien customer support engineer (cse) upgraded the software to the current revision. The cse performed extended self-testing on the device and all tests passed. Covidien ref.: (B)(4).